Manufacturer narrative:
Block b3: exact date unknown, event occurred in the spring of 2025. Block d2b: pro code (product code); qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) stopped charging sufficiently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.